Manufacturer narrative:
The device was returned to resmed and an evaluation confirmed the complaint. The internal battery will be replaced to address the issue. The device will be serviced and fully tested before it is returned to the customer. Resmed reference #: (B)(4).

Event description:
It was reported to resmed that an astral device was displayed a battery inoperable error message. There was no harm or serious injury reported as a result of the event.

Event description:
It was reported to resmed that an astral device displayed a battery inoperable error message. There was no harm or serious injury reported as a result of the event.

Manufacturer narrative:
The astral device internal battery was returned to resmed for an investigation. Review of the device data logs and performance testing could not confirm the reported complaint. The investigation determined there was no fault found with the returned device. The device was performing to specifications. Resmed¿s risk associated with use of the device remains acceptable. Resmed reference #: (B)(4).